Manufacturer narrative:
Product ID 97792, lot# n379082, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had no stimulation sensation. It was noted that since implant, the lead wire on their right side never worked. It was further noted, the patient never felt stimulation and it never provided any pain relief. The reporter stated that their healthcare professional (hcp) and two manufacturing representatives tried to get the lead to work. The reporter further stated they had two x-rays done to verify lead placement, but they were never able to determine why the lead would not work. It was noted, the patient had the therapy removed on 2014 (B)(6). It was further noted, the patient would not have another system implanted. It was noted, the patient had a successful trial in (B)(6) 2013 and the implant done in (B)(6) 2014. It was further noted, the implant never worked for the patient and the lead on one side was giving the patient a lot of pain and no stimulation. It was noted, the patient never had pain relief and pain never stopped after implant on the right side. It was further noted, the patient never felt stimulation or pain relief. The reporter stated they had to decrease stimulation on their left side for pain and discomfort after implant. Additional information was requested, but was not available as of the date of this report.